Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis. Based on the applicable low flow rate air-in-line testing performed, no product nonconformance was identified, and the system operating manual identifies details related to low flow rate parameters. There is no confirmed quality issue at this time. A 12-month service could not be performed because no serial number was provided.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
A medwatch report (mw5102482) was received which stated: ¿our use of the ICU medical plum 360 pumps at low rates develops undetected air in line. We have had numerous sas reports (our safety event reporting system). Biomed has duplicated this using saline and water with various pumps at 1 ml/hr for 6 hours which would have approximately 1ml of air in line. We have used 4 different random pumps and duplicated this 4 times. Our hospital elevation is at 3500 ft. Also our chief nursing executive has duplicated this as well as our chief nursing officer for our (B)(6). When we brought this to the attention of ICU medical their rep brought us some microfilters that did indeed take air out of the line. Unfortunately, a 1ml amount of air being pushed by the pump into a filter at 1ml/hr would take 1 hour to be removed before therapy would continue. On top of that it would lower the pressure towards the patient FDA safety report ID# (B)(4)¿. In clarification to the above information, the event occurred during testing, therefore there was no patient involvement and no patient harmed. This report captures the third of four events.